Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.1 & 4.2 not detected on bus. A field service engineer replaced the modular controller board to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main 4.1 and 4.2 cubie device not detected on bus. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. The customer stated that was able to get medication from different source and no impact on patient care. There were no adverse events or injuries reported based on this event.